Event description:
A customer contacted global technical services (gts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The home patient stated that there is air in the patient line. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement; however, there was no injury or medical intervention reported

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm was not confirmed. The root cause was undetermined. Baxter has made several unsuccessful attempts to obtain additional information regarding this incident. Should additional information become available, a follow-up will be submitted.